Event description:
During an esophageal clipping procedure due to a tear in the patient's esophageal wall, the physician selected cook endoscopy endoscopic clipping device. The user facility observed that the device handle was broken prior to the procedure, but another device was not available. The user facility reassembled the handle of the device to be used. Use of the device was successful. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use advise the user to visually inspect with particular attention to kinks, bends, or breaks. The user is instructed not to use the product if an abnormality is detected that would prohibit proper working conditions. Handle separation can occur if the device experiences excessive pressure during use and/or general handling. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been implemented to reduce occurrences of handle separation for the tri-clip endoscopic clipping device. This product was manufactured prior to implementation of this corrective action. No additional corrective action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury.